Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, patient's father was advised to reset the device which was successful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).